Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that the syringe solomed 5ml ll 22x1-1/4 w/sh sla experienced leakage during use. The following information was provided by the initial reporter: medical device operator reported that after aspirating the medicine, it began to squirt through the needle. No damage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe solomed 5 ml ll 22 x 1-1/4 w/sh sla experienced leakage during use. The following information was provided by the initial reporter: medical device operator reported that after aspirating the medicine, it began to squirt through the needle. No damage.